Event description:
Caller reported that the t:slim x2 pump battery was not charging even when using both the tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. After attempting to resolve the issue using different wall adapters and cables without success, it was determined that the pump required replacement. The customer was informed and acknowledged receiving a replacement pump along with instructions for use and return of the defective pump. The customer will use mdi as a backup therapy to ensure insulin delivery continues uninterrupted.